Event description:
Customer reported high accu tni (troponin I) results were obtained when using the unicel dxc 600i synchron access clinical system. A sample from a bypass pt had high troponin test results on (B)(6) 2008. Subsequent testing of the pt's initial sample on (B)(6) 2009 produced troponin results similar to the initial test results. The results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results produced on (B)(6) 2009 were considered to be discrepant to the lower results produced at another facility. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 events reported by this customer.

Manufacturer narrative:
Quality control (qc) was within established ranges prior to and after the event. System checks were within instrument specifications. The customer set 0.06 ng/ml for the upper limit of their normal range. On (B)(4) 2009, the field service engineer evaluated the analyzer. Ran high sensitivity testing which passed within expected specifications. Replaced the main pipettor, verified pipettor alignments and adjusted pipettor ultrasonics and temperature. Completed all volume checks for aspirate, substrate and dispense probes. No issues were noted. Ran a wet/dry level sense test with zero failures. Noted that low level qc precision runs passed within expected specifications. Ran a system check, no problems were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 2 of 2 events reported by this customer. The MDR related to this event is MDR 2122870-2011-03299.